Event description:
It was reported that high impedance and an apparent lead fracture were observed. The full lead was explanted, returned, and analyzed by the manufacturer and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This report is based on incoming information, and device analysis. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lfl013587v defib conductor fracture (overstress) observed upon analysis. Full lead returned for analysis.